Event description:
It was reported that there was a pt undergoing a lead revision for better coverage. One lead was removed intact; the second lead only four contacts were counted. The ins battery was overdischarged prior to entering surgery. A physician mode recharge (pmr) was performed in the operating room and the pt's ins was charged outside the body. It was recommended to continue to charge the battery for as long as time allowed. Impedance measurements were normal. The next day, the pt was receiving stimulation. Ten days later, there was a difficulty recharging and coupling/communication issues. It was reported that the pt had never been able to obtain more than four coupling bars since implant. They were not able to get higher than 40 on the antenna locator scale. The pt was charging more than expected. It was noted that the pt's ins had been overdischarged two months before. The pt charged up to 3/4 one day and the next day, the battery was showing low, barely 1/4. Review of the recharge statistics showed that it did not appear a proper recharge session had been established since the last pmr. It was advised to have the pt recharge the ins as much as possible. A possible revision was also considered due to low coupling.